Manufacturer narrative:
G4: 28jan2020 b4: (B)(6) the field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30dec2019.

Event description:
The customer reported that the touchscreen will not calibrate. There was no patient involvement.